Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, a gastrectomy procedure was performed and there was post-operative bleeding. Twenty four hours later a fistula/leak from staple line was identified and fixed during esophagoscopy, it was reported that they compressed the staple line to close anastomosis using an endoscopic reusable device. Last known patient status: good. No reinforcement material was used.